Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact person -mfg site, g3, g6, h2, h6-(type of investigation code), h11. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj.the failure analysis and testing department received the parts associated with this complaint: power management board and solenoid control board.these parts were received with a reported unit failure message of beep sound starting up and device does not turn on. Performed visual inspection of these parts received and found c12 component on solenoid control board was burnt. Please see attached picture. Power management board looks in good condition. Due to c12 component burnt, the fat dept. Cannot be investigated solenoid control board further with cardiosave test fixture.installed power management board into the cardiosave test fixture and tested to the factory specifications and cardiosave service manual.performed all functional tests and passed.the fat dept. Could not verify the failure message of beep sound and the device does not start up.power management board passed testing.retaining both boards in the fat dept. Per procedure.due to burnt c12 component and non-rohs board, the solenoid control board is not going back to supplier for further investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) a beep sounds when starting up and the device does not start up. There is no information available repair. There is no patient involvement. Complaints of more than three (3) gfe attempts were performed to obtain additional information and/or product return. No response was provided, the complaint will be closed and, if new information and/or devices were available, the file would be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection by customer, the cardiosave intra-aortic balloon pump (iabp) unit has a beeping sound when starting up and the machine does not start up. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, component code). A getinge field service engineer (fse) evaluated the device and confirmed a beep sound is heard when starting up and the device does not start up. Fse found solenoid control board and power management board are faulty and replaced. Operation test performed. Results were good.

Event description:
N/a.